Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege rx stent with spider embolic protection to treat a 10mm plaque lesion in the proximal common carotid artery. The artery was 6-7 mm in diameter and had moderate tortuosity. The lesion was not calcified. The devices were prepped and inspected as per the IFU with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously deployed stent and the physician did not encounter resistance during advancement, no excessive force was used. It was reported that the protege rx stent opened partially and could not be deployed. The physician attempted to retrieve the spider and stent through the guidewire. During retrieval, the spider device was damaged and the vessel went into spasm. The patient was treated with vasodilators and the case was postponed.

Manufacturer narrative:
Device evaluation summary: the spider fx device was returned for evaluation. The spider fx filter was observed inside the green delivery catheter. When the filter was advance out of the green delivery catheter. The spider capture wire was kinked. The spiderfx filter was retracted into the green dual ended delivery catheter. The filter was advanced into the delivery catheter. The filter could be pulled into the catheter, stops of the transparent section of the delivery catheter. The filter could advance out of the delivery catheter. If information is provided in the future, a supplemental report will be issued.